Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. The pump was also received with a cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.(B)(4)

Event description:
The customer reported via phone call indicating button error. The customer's blood glucose level was 130 mg/dl. The customer stated that he tried to do a bolus 2 times, and it indicated button error. The customer could not recall any significant event leading to the alarm. The customer will be sent a replacement insulin pump.